Event description:
Customer reported receiving low readings from their freestyle blood glucose monitor. In blood glucose tests, customer received a lab reading of 425 mg/dl compared to a meter reading of 170 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.